Manufacturer narrative:
B3: estimated as 07/18/2024 as the published date for the article is noted as 18 july 2024 citation: primessnig, u., schrader, h., wiedenhofer, j. M., trippel, t. D., parwani, a. S., blaschke, f., hindricks, g., falk, v., dreger, h., sherif, m. And boldt, l. H. Clinical outcome and intraprocedural characteristics of left atrial appendage occlusion: a comparison between single-occlusive plug-type and dual-occlusive disc-type devices. Frontiers in cardiovascular medicine, doi: 10.3389/fcvm.2024.1401974.

Event description:
Reported via journal article it was reported via journal article that serious injuries occurred. The following event was obtained via a retrospective article following 149 patients that underwent a left atrial appendage closure procedure between 2016 and 2022. Of the 149 patients, 60 patients received the single occlusive plug type (sopt) watchman or watchman flx implanted in the left atrial appendage (laa). A 6-month follow-up was obtained in 85% of the patients. All devices were in the desired position. However, in three (3) of the patients, a device-related thrombus formation was detected in the sopt group. Five (5) patients had a leak <5mm, six (6) had bleeding events, two (2) had a tia or stroke, and there were two (2) deaths reported that were unrelated to the device. Citation: primessnig, u., schrader, h., wiedenhofer, j. M., trippel, t. D., parwani, a. S., blaschke, f., hindricks, g., falk, v., dreger, h., sherif, m. And boldt, l. H. Clinical outcome and intraprocedural characteristics of left atrial appendage occlusion: a comparison between single-occlusive plug-type and dual-occlusive disc-type devices. Frontiers in cardiovascular medicine, doi: 10.3389/fcvm.2024.1401974.